Manufacturer narrative:
Investigation in progress, but not yet complete.

Event description:
Profyle drill was not with the turned tip as specified. The surgery was finished with another item available with no adverse consequences reported by our customer.